Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 28-sep-2017. The most recent information was received on 28-aug-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pain'), pelvic pain ('pelvic pains') and blindness transient ('loss of proximal vision for one month') in a 43-year-old female patient who had essure (batch no. 50741327) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction and parity 1. Concurrent conditions included nickel sensitivity and lyme disease. In may 2014, the patient experienced pelvic pain (seriousness criterion hospitalization), chronic fatigue syndrome ("exhaustion syndrome"), unevaluable event ("decompensating"), tachycardia ("tachycardia"), the first episode of back pain ("lumbar pains"), periarthritis ("right then left capsulitis"), musculoskeletal pain ("joint and muscular pains"), cystitis ("cystitis"), nausea ("intense nauseas") and sleep disorder ("sleep disorders") and experienced blindness transient (seriousness criterion medically significant), lasting 1 month. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the second episode of back pain ("lumbar pain"), fatigue ("exhaustion") and asthenia ("asthenia"). The patient was treated with surgery (removal of two implants through bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. In june 2014, the blindness transient had resolved. In 2017, the abdominal pain, periarthritis, the last episode of back pain, fatigue and asthenia had resolved. At the time of the report, the pelvic pain, chronic fatigue syndrome, unevaluable event, tachycardia, musculoskeletal pain, cystitis, nausea and sleep disorder outcome was unknown. The reporter provided no causality assessment for blindness transient, chronic fatigue syndrome, cystitis, musculoskeletal pain, nausea, pelvic pain, sleep disorder, tachycardia, unevaluable event and the first episode of back pain with essure. The reporter considered abdominal pain, asthenia, fatigue, periarthritis and the second episode of back pain to be unrelated to essure. The reporter commented: 3 years of suffering and 3 hospitalizations ending in psychiatry. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2019: as per information received from the french health authorities, case 2019-149725 (legacy device report num 2951250-2019-04736) was identified as a duplicate of this case. All the information from deleted case 2019-149725 has been transferred to this case. New reporter pharmacist added; date of birth, weight, height and medical history provided; essure lot number 50741327 was inserted on 22-may-2014 and removed on 22-may-2017; new medically confirmed events abdominal pain, lumbar pain, asthenia, exhaustion added; capsulitis was changed to medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-sep-2017. The most recent information was received on 17-sep-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ('abdominal pain'), pelvic pain ('pelvic pains') and blindness transient ('loss of proximal vision for one month') in a 43-year-old female patient who had essure (batch no. 50741327) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction and parity 1. Concurrent conditions included nickel sensitivity and lyme disease. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion hospitalization), chronic fatigue syndrome ("exhaustion syndrome"), unevaluable event ("decompensating"), tachycardia ("tachycardia"), the first episode of back pain ("lumbar pains"), periarthritis ("right then left capsulitis"), musculoskeletal pain ("joint and muscular pains"), cystitis ("cystitis"), nausea ("intense nauseas") and sleep disorder ("sleep disorders") and experienced blindness transient (seriousness criterion medically significant), lasting 1 month. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the second episode of back pain ("lumbar pain"), fatigue ("exhaustion") and asthenia ("asthenia"). The patient was treated with surgery (removal of two implants through bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2014, the blindness transient had resolved. In 2017, the abdominal pain, periarthritis, the last episode of back pain, fatigue and asthenia had resolved. At the time of the report, the pelvic pain, chronic fatigue syndrome, unevaluable event, tachycardia, musculoskeletal pain, cystitis, nausea and sleep disorder outcome was unknown. The reporter provided no causality assessment for blindness transient, chronic fatigue syndrome, cystitis, musculoskeletal pain, nausea, pelvic pain, sleep disorder, tachycardia, unevaluable event and the first episode of back pain with essure. The reporter considered abdominal pain, asthenia, fatigue, periarthritis and the second episode of back pain to be unrelated to essure. The reporter commented: 3 years of suffering and 3 hospitalizations ending in psychiatry. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Lot number: 50741327, manufacture date: 2013-06, expiration date: 2016-06. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 22-mar-2022. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), pelvic pain ('pelvic pains / bilateral pelvic pain / insufferable omnipresent pain') and blindness transient ('loss of proximal vision for one month') in a 43-year-old female patient who had essure (batch no. 50741327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction, parity 1 (has one daughter), recurrent abortion (last abortion in 2013), laparoscopy (due to suspicion of extra-uterine pregnancy), pyelonephritis, endometritis and mastoptosis. On (B)(6) 2017, the patient was tested for lyme disease, but the serology was negative. On (B)(6) 2020, one month after surgery the patient had an exploratory examination under general anesthesia and antibiotics due to intraperitoneal collections. An opening was found at the right lateral side of the scar, suspicious sero-haematic liquid was being discharged. The rest of the scar was slightly disunited. A complementary colpotomy and irrigation with betadine was performed. Previously administered products included for an unreported indication: mirena from 2004 to 2005. Past adverse reactions to the above products included abdominal pain with mirena. Concurrent conditions included nickel sensitivity (fake jewelry badly tolerated, eczema on the skin where there is contact with fake jewelry), smoker and lyme disease. Family history included colon cancer and gastrointestinal carcinoma. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion hospitalization), chronic fatigue syndrome ("exhaustion syndrome"), unevaluable event ("decompensating"), tachycardia ("tachycardia"), the first episode of back pain ("lumbar pains"), periarthritis ("right then left capsulitis / frozen shoulder (left and right sides) / capsulitis in the left shoulder"), musculoskeletal pain ("joint and muscular pains"), cystitis ("cystitis"), nausea ("intense nauseas") and sleep disorder ("sleep disorders") and experienced blindness transient (seriousness criterion medically significant), lasting 1 month. In (B)(6) 2014, the patient experienced visual acuity reduced ("reduced visual acuity"). In 2016, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), the second episode of back pain ("lumbar pain"), fatigue ("exhaustion") and asthenia ("asthenia / exhaustion with loss of vital energy"). On an unknown date, the patient experienced metal poisoning ("tin intoxication symptoms"), headache ("headaches"), disturbance in attention ("trouble concentrating"), memory impairment ("memory trouble"), premature ageing ("premature aging"), loss of libido ("loss of libido"), feeling abnormal ("brain fog almost constantly"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), dyspepsia ("recurrent dyspepsia"), large intestine polyp ("three small polyps at the sigmoid, the upper rectum and lower rectum of hyperplastic origin"), rectal polyp ("three small polyps at the sigmoid, the upper rectum and lower rectum of hyperplastic origin"), gastritis ("minimal antral gastritis"), tendon disorder ("small sub-acromial disturbance with moderate tendinopathy of the infraspinatus and sub scapularis at the right shoulder"), uterine pain ("bilateral pain in the lateral part of the uterus"), vomiting ("vomiting daily"), diarrhoea ("diarrhea daily"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("abundant menstrual cycles"), urinary tract infection ("several urinary tract infections"), vaginal infection ("vaginitis"), malaise ("malaise (without loss of consciousness)") and palpitations ("palpitations") and was found to have breast cancer ("breast cancer") and weight decreased ("weight loss"). The patient was hospitalized (B)(6) 2017. The patient was treated with enoxaparin sodium (lovenox), paracetamol, paracetamol (doliprane), phloroglucinol (spasfon), polyps were resected during colonoscopy and surgery (removal of two implants through bilateral laparoscopic salpingectomy and cornuectomy). Essure was removed on (B)(6)2017. In (B)(6) 2014, the blindness transient had resolved. In 2017, the periarthritis, the last episode of back pain and fatigue had resolved. At the time of the report, the abdominal pain, chronic fatigue syndrome and asthenia had not resolved and the pelvic pain, unevaluable event, tachycardia, musculoskeletal pain, cystitis, nausea, sleep disorder, metal poisoning, visual acuity reduced, headache, disturbance in attention, memory impairment, premature ageing, loss of libido, feeling abnormal, endometriosis, adenomyosis, breast cancer, weight decreased, dyspepsia, large intestine polyp, rectal polyp, gastritis, tendon disorder, uterine pain, vomiting, diarrhoea, dysmenorrhoea, heavy menstrual bleeding, urinary tract infection, vaginal infection, malaise and palpitations outcome was unknown. The reporter considered metal poisoning to be related to essure. The reporter provided no causality assessment for adenomyosis, blindness transient, breast cancer, chronic fatigue syndrome, cystitis, diarrhoea, disturbance in attention, dysmenorrhoea, dyspepsia, endometriosis, feeling abnormal, gastritis, headache, heavy menstrual bleeding, large intestine polyp, loss of libido, malaise, memory impairment, musculoskeletal pain, nausea, palpitations, pelvic pain, premature ageing, rectal polyp, sleep disorder, tachycardia, tendon disorder, unevaluable event, urinary tract infection, uterine pain, vaginal infection, visual acuity reduced, vomiting, weight decreased and the first episode of back pain with essure. The reporter considered abdominal pain, asthenia, fatigue, periarthritis and the second episode of back pain to be unrelated to essure. The reporter commented: on (B)(6) 2014, essure inserted under general anesthesia via hysteroscopy, without difficulty. 2 coils visualized on the r side and 5 coils on l side. Patient reported 3 years of suffering and 3 hospitalizations ending in psychiatry, and suffering from multifocal problems 6 months post essure insertion. She can no longer work or perform daily chores, and was suffering for 3 years in total from frozen on both shoulders. At fu report from 22-mar-2022: on (B)(6) 2014: colonoscopy due to loss of weight and family history of colon cancer. She also had a gastroscopy due to weight loss, dyspeptic troubles and decline in general conditions. The patient was tested for helicobacter infection and a duodenal biopsy was taken due to suspicion of atrophy. The physician reported that the results did not explain the symptoms. Capsulitis was treated on (B)(6) 2015, on (B)(6) with intra articular injection and physiotherapy. On (B)(6) 2017: gastroscopy under general anesthesia due to dyspepsia and family history of cancer in digestive tract. On (B)(6) 2017: she went to ER due to insufferable omnipresent pain and feeling that might faint at any moment. She was examined by gynecologist and there was no need for hospitalization. Essure was removed on (B)(6) 2017. Both tubes were removed successfully without complication. After the surgery she was doing well, and her scar was clean. On (B)(6) 2017: medical records (mr) show results of measurements of nickel in the peritoneal fluid. Nickel was not detected. On an unknown date, she reported that her vital energy was getting back. On (B)(6) 2017: her symptoms were progressively disappearing after essure removal. On (B)(6) 2018: mr show the results of measurements of nickel and aluminum in blood to be higher than normal. In 2020: she had a complete hysterectomy due to extensive endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Biopsy small intestine - on (B)(6) 2014: suspicion of atrophy of which was negative. Colonoscopy - on (B)(6) 2014: three small polyps at the sigmoid, the upper rectum and lower rectum of hyperplastic origin. Cytology - on (B)(6) 2017: examination of peritoneal fluid revealed high histiomonocytes which points to allergy and a chronic inflammatory reaction. No malignant cells were seen. Endoscopy upper gastrointestinal tract - on (B)(6) 2014: examination revealed an incompetent cardia, esophagitis, and moderate gastritis; on (B)(6) 2017: the examination showed minimal antral gastritis. Heavy metal test - on an unknown date: tin dosage: <0,050 mcg/l; on (B)(6) 2017: nickel dosage in peritoneal fluid: < 1 mcg/l; on (B)(6) 2017: blood test - nickel dosage: 3,01 mcg/l. Helicobacter test - on (B)(6) 2014: negative. Hysterosalpingogram - on (B)(6) 2014: confirmed the essure coils were in the correct position, no patency observed. Magnetic resonance imaging - on (B)(6) 2015: left shoulder - the test confirmed capsulitis; on (B)(6) 2017: right shoulder - the test revealed a small sub-acromial disturbance with moderate tendinopathy of the infraspinatus and sub scapularis; on (B)(6) 2021: mammary MRI due to indurated plaque with mastotic aspect: the test found in a mammary assessment in the right breast. The exam showed a plaque occupying the external superior quadrant of the right breast, extending into the retro-areolar region classified at acr4c. Smaller lesions were found in the left breast classified at acr2. Pathology test - on an unknown date: histopathological examination of the removed uterine wall was performed: the examination revealed 14 calcium and phosphate particles, 5 calcium and oxygen particles as well as 1 iron compound. The origin of the calcium and phosphate particles as well as the calcium and oxygen particles were probably calcifications of endogenous origins. Histopathological examination of the removed right uterine horn and left uterine horn was performed. The examination revealed in the right uterine horn the presence of 10 tin compounds, 5 calcium and phosphate particles, 1 steel compound and 1 iron compound. The origin of the calcium and phosphate particles were probably calcifications of endogenous origins. The tin compound was also found in the essure coils that were previously examined. The examination of the left uterine horn revealed 18 tin compounds and 12 tin + silver compounds. The tin compounds and the silver compounds were also found in the essure coils that were previously examined; on (B)(6) 2017: the test showed only the presence of two non-atypical paratubular micro-cysts in the right tube. The left tube was normal. Nickel measurement could not be carried out. Both essure inserts were seen in the anatomical pieces. Skin test - on (B)(6) 2017: test for nickel allergy which showed a positive reaction. Ultrasound abdomen - on (B)(6) 2014: it was visualized that the two stents had a bit large space between them. Ultrasound pelvis - on (B)(6) 2017: no anomaly was seen. Ultrasound scan - on (B)(6) 2018: thoraco-abdomino-pelvic scan due to asthenia and dyspnea performed. The scan revealed no anomaly. Urine analysis - on (B)(6) 2021: results showed high copper, manganese, zinc, strontium, total arsenic, tin, mercury, nickel and lead in the patient¿s urine. Lot number: 50741327. Manufacture date: 2013-06. Expiration date: 2016-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-mar-2022: reporter and patient¿s details (initials and dob) were updated, and patient¿s information was added. Lab data information was provided, and doliprane, paracetamol, lovenox and spasfon added as treatment medications. Furthermore, the events weight loss, dyspepsia, sigmoid polyp, rectal hyperplastic polyp, antral gastritis, tendinopathy, uterine pain, vomiting, diarrhea, dysmenorrhea, bleeding menstrual heavy, recurrent urinary tract infection, vaginitis, malaise and palpitations were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1715573) on 28-sep-2017. The most recent information was received on 01-mar-2022. This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), pelvic pain ('pelvic pains') and blindness transient ('loss of proximal vision for one month') in a 43-year-old female patient who had essure (batch no. 50741327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction and parity 1. Concurrent conditions included nickel sensitivity and lyme disease. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion hospitalization), chronic fatigue syndrome ("exhaustion syndrome"), unevaluable event ("decompensating"), tachycardia ("tachycardia"), the first episode of back pain ("lumbar pains"), periarthritis ("right then left capsulitis / frozen shoulder (left and right sides)"), musculoskeletal pain ("joint and muscular pains"), cystitis ("cystitis"), nausea ("intense nauseas") and sleep disorder ("sleep disorders") and experienced blindness transient (seriousness criterion medically significant), lasting 1 month. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced visual acuity reduced ("reduced visual acuity"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the second episode of back pain ("lumbar pain"), fatigue ("exhaustion") and asthenia ("asthenia / exhaustion with loss of vital energy"). On an unknown date, the patient experienced metal poisoning ("tin intoxication symptoms"), headache ("headaches"), disturbance in attention ("trouble concentrating"), memory impairment ("memory trouble"), premature ageing ("premature aging"), loss of libido ("loss of libido"), feeling abnormal ("brain fog almost constantly"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have breast cancer ("breast cancer"). The patient was treated with surgery (removal of two implants through bilateral laparoscopic salpingectomy and cornuectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2014, the blindness transient had resolved. In 2017, the periarthritis, the last episode of back pain and fatigue had resolved. At the time of the report, the abdominal pain, chronic fatigue syndrome and asthenia had not resolved and the pelvic pain, unevaluable event, tachycardia, musculoskeletal pain, cystitis, nausea, sleep disorder, metal poisoning, visual acuity reduced, headache, disturbance in attention, memory impairment, premature ageing, loss of libido, feeling abnormal, endometriosis, adenomyosis and breast cancer outcome was unknown. The reporter considered metal poisoning to be related to essure. The reporter provided no causality assessment for adenomyosis, blindness transient, breast cancer, chronic fatigue syndrome, cystitis, disturbance in attention, endometriosis, feeling abnormal, headache, loss of libido, memory impairment, musculoskeletal pain, nausea, pelvic pain, premature ageing, sleep disorder, tachycardia, unevaluable event, visual acuity reduced and the first episode of back pain with essure. The reporter considered abdominal pain, asthenia, fatigue, periarthritis and the second episode of back pain to be unrelated to essure. The reporter commented: 3 years of suffering and 3 hospitalizations ending in psychiatry. On an unknown date, the patient reported suffering from multifocal problems 6 months post essure insertion. The patient reports that she can no longer work or perform daily chores. The patient reports suffering for 3 years in total from frozen shoulder on both right and left shoulders. Patient´s initials reported on 01-mar-2022: sp. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Lot number: 50741327, manufacture date: 2013-06, expiration date: 2016-06. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-mar-2022: new informations received: new reporter (lawyer), suspect drug indication, new adverse events (tin intoxication symptoms, visual acuity reduced, headache, trouble concentrating, memory trouble, premature aging, loss of libido, brain fog almost constantly, endometriosis, adenomyosis and breast cancer. The outcome of the adverse events fatigue, abdominal pain and astenia was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-sep-2017. The most recent information was received on 10-mar-2022. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), pelvic pain ('pelvic pains') and blindness transient ('loss of proximal vision for one month') in a 43-year-old female patient who had essure (batch no. 50741327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction and parity 1. Concurrent conditions included nickel sensitivity and lyme disease. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion hospitalization), chronic fatigue syndrome ("exhaustion syndrome"), unevaluable event ("decompensating"), tachycardia ("tachycardia"), the first episode of back pain ("lumbar pains"), periarthritis ("right then left capsulitis / frozen shoulder (left and right sides)"), musculoskeletal pain ("joint and muscular pains"), cystitis ("cystitis"), nausea ("intense nauseas") and sleep disorder ("sleep disorders") and experienced blindness transient (seriousness criterion medically significant), lasting 1 month. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced visual acuity reduced ("reduced visual acuity"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the second episode of back pain ("lumbar pain"), fatigue ("exhaustion") and asthenia ("asthenia / exhaustion with loss of vital energy"). On an unknown date, the patient experienced metal poisoning ("tin intoxication symptoms"), headache ("headaches"), disturbance in attention ("trouble concentrating"), memory impairment ("memory trouble"), premature ageing ("premature aging"), loss of libido ("loss of libido"), feeling abnormal ("brain fog almost constantly"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have breast cancer ("breast cancer"). The patient was treated with surgery (removal of two implants through bilateral laparoscopic salpingectomy and cornuectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2014, the blindness transient had resolved. In 2017, the periarthritis, the last episode of back pain and fatigue had resolved. At the time of the report, the abdominal pain, chronic fatigue syndrome and asthenia had not resolved and the pelvic pain, unevaluable event, tachycardia, musculoskeletal pain, cystitis, nausea, sleep disorder, metal poisoning, visual acuity reduced, headache, disturbance in attention, memory impairment, premature ageing, loss of libido, feeling abnormal, endometriosis, adenomyosis and breast cancer outcome was unknown. The reporter considered metal poisoning to be related to essure. The reporter provided no causality assessment for adenomyosis, blindness transient, breast cancer, chronic fatigue syndrome, cystitis, disturbance in attention, endometriosis, feeling abnormal, headache, loss of libido, memory impairment, musculoskeletal pain, nausea, pelvic pain, premature ageing, sleep disorder, tachycardia, unevaluable event, visual acuity reduced and the first episode of back pain with essure. The reporter considered abdominal pain, asthenia, fatigue, periarthritis and the second episode of back pain to be unrelated to essure. The reporter commented: 3 years of suffering and 3 hospitalizations ending in psychiatry. On an unknown date, the patient reported suffering from multifocal problems 6 months post essure insertion. The patient reports that she can no longer work or perform daily chores. The patient reports suffering for 3 years in total from frozen shoulder on both right and left shoulders. Patient´s initials reported on (B)(6) 2022: sp. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Lot number: 50741327, manufacture date: 2013-06, and expiration date: 2016-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4), (B)(4) and (B)(4)) on 28-sep-2017. The most recent information was received on 05-apr-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain"), pelvic pain ("pelvic pains / bilateral pelvic pain / insufferable omnipresent pain") and blindness transient ("loss of proximal vision for one month") in a 43 year-old female patient who had essure inserted (lot no. 50741327) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of elective abortion in 2007, operation nos in 2004, breast density increased in 2003 and allergy to metals, recurrent urinary tract infection, spontaneous abortion, mastoptosis, endometritis, pyelonephritis, laparoscopy (due to suspicion of extra-uterine pregnancy), induced abortion (last abortion in 2013), parity 1 (has one daughter) and breast reduction. On 12-apr-2017, the patient was tested for lyme disease, but the serology was negative. On 6-nov-2020, one month after surgery the patient had an exploratory examination under general anesthesia and antibiotics due to intraperitoneal collections. An opening was found at the right lateral side of the scar, suspicious sero-haematic liquid was being discharged. The rest of the scar was slightly disunited. A complementary colpotomy and irrigation with betadine was performed normal breast exams before essure insertion. Previously administered products included: mirena, mirena, microvlar and cerazette [desogestrel] for an unknown indication. Past adverse reactions to the above products included: abdominal pain with mirena and microvlar and hemorrhages with mirena. The patient had a family history of colon cancer, gastrointestinal carcinoma and breast cancer. Concurrent conditions were listed as smoker, lyme disease and nickel sensitivity (fake jewelry badly tolerated, eczema on the skin where there is contact with fake jewelry). On 22-may-2014, the patient had essure inserted. In may 2014 she experienced pelvic pain (seriousness criterion hospitalization), blindness transient (seriousness criterion medically important), chronic fatigue syndrome ("exhaustion syndrome"), unevaluable event ("decompensating"), tachycardia ("tachycardia"), a first episode of lumbar pain ("lumbar pains"), periarthritis ("right then left capsulitis / frozen shoulder (left and right sides) / capsulitis in the left shoulder"), musculoskeletal pain ("joint and muscular pains"), cystitis ("cystitis"), nausea ("intense nauseas") and sleep disorder ("sleep disorders"). In july 2014 she experienced visual acuity reduced ("reduced visual acuity"). In 2016 she experienced abdominal pain (seriousness criteria hospitalization, medically important and intervention required), a second episode of lumbar pain ("lumbar pain "), fatigue ("exhaustion") and asthenia ("asthenia / exhaustion with loss of vital energy"). In january 2019 she experienced herpes zoster ("lumbar shingles / outbreaks of recurrent herpes and shingles infections"), immunodeficiency ("weaken immunity") and eczema ("eczema outbreaks"). On 14-apr-2020 she experienced sciatica ("sciatica / cruralgia"), constipation ("alternating constipation with relation to her cycle"), dyspareunia ("persisting dyspareunia") and urinary incontinence ("urinary incontinence"). On 17-may-2021 she experienced pelvic abscess ("pelvic abscess") and sepsis ("septicemia"). An unknown time later she experienced metal poisoning ("tin intoxication symptoms"), headache ("headaches"), disturbance in attention ("trouble concentrating"), memory impairment ("memory trouble"), premature ageing ("premature aging"), loss of libido ("loss of libido"), feeling abnormal ("brain fog almost constantly"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), dyspepsia ("recurrent dyspepsia"), large intestine polyp ("three small polyps at the sigmoid, the upper rectum and lower rectum of hyperplastic origin"), rectal polyp ("three small polyps at the sigmoid, the upper rectum and lower rectum of hyperplastic origin"), gastritis ("minimal antral gastritis"), tendon disorder ("small sub-acromial disturbance with moderate tendinopathy of the infraspinatus and sub scapularis at the right shoulder"), uterine pain ("bilateral pain in the lateral part of the uterus"), vomiting ("vomiting daily"), diarrhoea ("diarrhea daily"), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("abundant menstrual cycles"), urinary tract infection ("several urinary tract infections"), vaginal infection ("vaginitis"), malaise ("malaise (without loss of consciousness)"), palpitations ("palpitations"), ovarian cyst ("several small follicles on right ovary"), cervical cyst ("nabothian cyst in the cervix"), ligament disorder ("thickened right uterosacral ligament affecting the inferior pole of the right ovary suggesting sub-peritoneal endometrial lesions"), pain ("pain at tension of both uterosacral ligaments"), rash ("cutaneous eruptions"), alopecia ("alopecia"), dorsal pain ("dorsal pain"), arthralgia ("articular pain"), pruritus genital ("itchiness at the genitals") and candida infection ("chronic candidiasis") and was found to have breast cancer ("breast cancer"), weight decreased ("weight loss") and uterine leiomyoma ("3 interstitial and one sub-mucosal uterine leiomyomas"). The patient was hospitalized from 22-may-2017 to 23-may-2017. The patient was treated with doliprane (paracetamol), paracetamol, lovenox [enoxaparin sodium] and spasfon [phloroglucinol] as well as surgery (removal of two implants through bilateral laparoscopic salpingectomy and cornuectomy and complete hysterectomy by laparoscopy on 30-sep-2020 under general anesthesia) and non-drug therapy (polyps were resected during colonoscopy). In june 2014, the blindness transient had resolved. In 2017, the last episode of lumbar pain, periarthritis and fatigue had resolved. At the time of the report, the urinary tract infection, urinary incontinence, alopecia and dorsal pain were resolving, the arthralgia and pruritus genital had resolved and the abdominal pain, chronic fatigue syndrome and asthenia had not resolved. The outcomes for pelvic pain, unevaluable event, tachycardia, musculoskeletal pain, cystitis, nausea, sleep disorder, metal poisoning, visual acuity reduced, headache, disturbance in attention, memory impairment, premature ageing, loss of libido, feeling abnormal, endometriosis, adenomyosis, breast cancer, weight decreased, dyspepsia, large intestine polyp, rectal polyp, gastritis, tendon disorder, uterine pain, vomiting, diarrhoea, dysmenorrhoea, heavy menstrual bleeding, vaginal infection, malaise, palpitations, ovarian cyst, cervical cyst, ligament disorder, pain, sciatica, constipation, dyspareunia, uterine leiomyoma, pelvic abscess, sepsis, herpes zoster, immunodeficiency, eczema, rash and candida infection were unknown. The reporter considered alopecia, arthralgia, dorsal pain, candida infection, cervical cyst, constipation, dyspareunia, eczema, herpes zoster, immunodeficiency, ligament disorder, metal poisoning, ovarian cyst, pain, pelvic abscess, pruritus genital, rash, sciatica, sepsis, urinary incontinence and uterine leiomyoma to be related to essure administration but saw no causal relationship between periarthritis, abdominal pain, the second episode of lumbar pain, fatigue or asthenia and essure. No causality assessment was received for essure with regard to chronic fatigue syndrome, unevaluable event, tachycardia, pelvic pain, the first episode of lumbar pain, blindness transient, musculoskeletal pain, cystitis, nausea, sleep disorder, visual acuity reduced, headache, disturbance in attention, memory impairment, premature ageing, feeling abnormal, endometriosis, adenomyosis, breast cancer, loss of libido, weight decreased, dyspepsia, large intestine polyp, rectal polyp, gastritis, tendon disorder, uterine pain, vomiting, diarrhoea, dysmenorrhoea, heavy menstrual bleeding, urinary tract infection, vaginal infection, malaise or palpitations. The reporter commented: on 22-may-2014, essure inserted under general anesthesia via hysteroscopy, without difficulty. 2 coils visualized on the r side and 5 coils on l side. At fu report from 22-mar-2022: on 2-jul-2014: colonoscopy due to loss of weight and family history of colon cancer. She also had a gastroscopy due to weight loss, dyspeptic troubles and decline in general conditions. The patient was tested for helicobacter infection and a duodenal biopsy was taken due to suspicion of atrophy. The physician reported that the results did not explain the symptoms. Capsulitis was treated on 18-sep-2015, on 10-nov and on 11-dec with intra articular injection and physiotherapy. On 10-apr-2017: gastroscopy under general anesthesia due to dyspepsia and family history of cancer in digestive tract. Essure was removed on 22-may-2017. Both tubes were removed successfully without complication. After the surgery she was doing well, and her scar was clean. On 9-jun-2017: medical records (mr) show results of measurements of nickel in the peritoneal fluid. Nickel was not detected. On an unknown date, she reported that her vital energy was getting back. On 13-sep-2017: her symptoms were progressively disappearing after essure removal. On 12-jul-2018: mr show the results of measurements of nickel and aluminum in blood to be higher than normal. In 2020: she had a complete hysterectomy due to extensive endometriosis. At fu report from 05-apr-2022: on 17-may-2021, the patient had a partial mastectomy and oncoplasty with removal of axillary lymphnodes due to breast cancer. At the time of this report the patient still suffering from asthenia; alopecia; cutaneous eruption; dorsal pains; troubles with vision, memory and sleep, headaches, pelvic pain, dyspareunia, urinary tract infection and urinary incontinence were less intense than before essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.747 kg/sqm. [Biopsy small intestine] on 02-jul-2014: suspicion of atrophy of which was negative [colonoscopy] on 02-jul-2014: three small polyps at the sigmoid, the upper rectum and lower rectum of hyperplastic origin [cytology] on 22-may-2017: examination of peritoneal fluid revealed high histiomonocytes which points to allergy and a chronic inflammatory reaction. No malignant cells were seen [endoscopy upper gastrointestinal tract] on 02-jul-2014: examination revealed an incompetent cardia, esophagitis, and moderate gastritis; on 10-apr-2017: the examination showed minimal antral gastritis [heavy metal test] on 22-may-2017: nickel dosage in peritoneal fluid: < 1 mcg/l; on 30-jul-2017: blood test - nickel dosage: 3,01 mcg/l; (date unknown): tin dosage: <0,050 mcg/l [helicobacter test] on 02-jul-2014: negative [hysterosalpingogram] on 23-sep-2014: confirmed the essure coils were in the correct position, no patency observed [magnetic resonance imaging] on 26-aug-2015: left shoulder - the test confirmed capsulitis; on 19-jan-2017: right shoulder - the test revealed a small sub-acromial disturbance with moderate tendinopathy of the infraspinatus and sub scapularis; on 13-mar-2020: pelvic MRI due to pelvic pains. A nabothian cyst was visualized in the cervix. No sign of adenomyosis was found. Several small follicles on the right ovary. The right uterosacral ligament was thickened affecting the inferior pole of the right ovary suggesting sub-peritoneal endometrial lesions.; on 28-apr-2021: mammary MRI due to indurated plaque with mastotic aspect: the test found in a mammary assessment in the right breast. The exam showed a plaque occupying the external superior quadrant of the right breast, extending into the retro-areolar region classified at acr4c. Smaller lesions were found in the left breast classified at acr2 [mammogram] in september 2007: acr1 grade [pathology test] on 22-may-2017: the test showed only the presence of two non-atypical paratubular micro-cysts in the right tube. The left tube was normal. Nickel measurement could not be carried out. Both essure inserts were seen in the anatomical pieces; (date unknown): histopathological examination of the removed uterine wall was performed: the examination revealed 14 calcium and phosphate particles, 5 calcium and oxygen particles as well as 1 iron compound. The origin of the calcium and phosphate particles as well as the calcium and oxygen particles were probably calcifications of endogenous origins. Histopathological examination of the removed right uterine horn and left uterine horn was performed. The examination revealed in the right uterine horn the presence of 10 tin compounds, 5 calcium and phosphate particles, 1 steel compound and 1 iron compound. The origin of the calcium and phosphate particles were probably calcifications of endogenous origins. The tin compound was also found in the essure coils that were previously examined. The examination of the left uterine horn revealed 18 tin compounds and 12 tin + silver compounds. The tin compounds and the silver compounds were also found in the essure coils that were previously examined [skin test] on 24-aug-2017: test for nickel allergy which showed a positive reaction [ultrasound abdomen] on 28-aug-2014: it was visualized that the two stents had a bit large space between them [ultrasound pelvis] on 14-feb-2017: no anomaly was seen [ultrasound scan] on 26-mar-2018: thoraco-abdomino-pelvic scan due to asthenia and dyspnea performed. The scan revealed no anomaly [urine analysis] on 11-nov-2021: results showed high copper, manganese, zinc, strontium, total arsenic, tin, mercury, nickel and lead in the patient¿s urine lot number: 50741327 manufacture date: 2013-06 expiration date: 2016-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-apr-2022: patient's date of birth updated; new events ovarian cyst, cervical cyst, ligament disorder, pain, sciatica, constipation, dyspareunia, urinary incontinence, uterine leiomyoma, pelvic abscess, sepsis, herpes zoster, immunodeficiency, eczema, rash, alopecia, back pain, arthralgia, pruritus genital and candida infection were added; medical history and historical drug added. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 28-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") and blindness transient ("loss of proximal vision for one month") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant), blindness transient (seriousness criterion medically significant), chronic fatigue syndrome ("exhaustion syndrome"), unevaluable event ("decompensating"), tachycardia ("tachycardia"), back pain ("lumbar pains"), periarthritis ("right then left capsulitis"), musculoskeletal pain ("joint and muscular pains"), cystitis ("cystitis"), nausea ("intense nausea") and sleep disorder ("sleep disorders"). In (B)(6) 2014, the blindness transient had resolved. At the time of the report, the pelvic pain, chronic fatigue syndrome, unevaluable event, tachycardia, back pain, periarthritis, musculoskeletal pain, cystitis, nausea and sleep disorder outcome was unknown. The reporter provided no causality assessment for back pain, blindness transient, chronic fatigue syndrome, cystitis, musculoskeletal pain, nausea, pelvic pain, periarthritis, sleep disorder, tachycardia and unevaluable event with essure. The reporter commented: 3 years of suffering and 3 hospitalizations ending in psychiatry. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-oct-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 4.603 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.